Manufacturer narrative:
(B)(4).

Event description:
It was reported that the unit was found to be not working, the customer went through 2 handpieces and neither one would connect. The procedure was completed after the technique was changed to blade.